Manufacturer narrative:
(B)(4).

Event description:
A patient reported on (B)(6) 2016 that their recharger was frozen. The patient had not been using the antenna locate (al)feature. The recharger was successfully reset to resolve the issue, which was noted to have occurred the day prior. It was also stated that the patient checked their device with the patient programmer (pp) the night prior, and the stimulation was off. They were not sure how it had been turned off. They turned the stimulation back on and it had been fine since then. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. A supplemental report will be submitted if additional information is received.